Event description:
Device 2 of 2: reference MFR. Report#1627487-2018-04677. Additional information received identified surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-04677. It was reported the patient's drg system stopped providing adequate pain relief to their desired pain pattern several months ago. Reportedly, the patient suffered recent falls, however there was no sign of lead migration. Follow-up identified the issue still persists. As a result, the patient's requesting to have the entire system explanted as the next course of action.